Event description:
It was reported that the pin of the handle sheared off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the pin is sheared off. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We assume that a loose connection between the handle and nail caused this occurrence. Such a loose connection has the effect that the force is only applied onto the pin, which can lead to a mechanical overload. The hammer marks all over the instrument indicate that this was an often and intense used instrument. So wear and tear could also have played a certain role. No product fault could be detected.